Event description:
Surgeon trialed the -2.5 trial c-taper head on the securfit stem. The hip was reduced and it appeared to be firm and stable. When the -2.5 adaptor sleeve and universal head was impacted on the stem, and the hip was reduced, the hip was unstable and very loose. Surgeon then put a +0 universal taper on the stem with the universal head and it appeared stable.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.